Manufacturer narrative:
Investigation details: the investigation was completed, and it was found that the silicone outer coating and latex balloon material are torn near the inflation port on the short port body. The complaint is confirmed. A lhr review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the balloon popped. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.